Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that shortly after a trial lead implantation procedure the patient's lead had migrated. X-rays were taken and confirmed the lead migration. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention to have their lead replaced. Issue has been resolved post op.